Manufacturer narrative:
The enclosure charger was analysed. Functional testing found that charger board cards were not seated properly. There was also excessive dust build up. Once the cards were reseated and the dust was cleared the part worked as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system could not complete start up. To restore functionality, the power and charger enclosures were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that three transistors on the board had shorted. The charger enclosure was returned to the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system emitted a low tone beep when unplugged from a known operational outlet. It was noted that the fans on the imaging system were still operational and that lift and shift functionality would engage. There was no patient present when this issue was identified. No additional information was provided.